Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-health care professional reported that aspiration was not possible during cataract surgery with intraocular lens implant. The surgery was completed after replacing it with new fluidics management system. There was no patient impact. This report pertains to one of the three custom packs involved in this complaint.